Event description:
The physician notified the manufacturer that the patient passed away due to a gastrointestinal bleed. She had no further details at the time of report. No further relevant information has been received to date.